Event description:
It was reported that this unknown biotronlk llnox s right ventricular (rv) lead recently exhibited out-of-range impedance measurements. In-clinic troubleshooting efforts were discussed at length with a boston scientific remote clinical specialist. This rv lead remains in service, and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).